Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try several troubleshooting steps including pressing power button in specific ways and connecting pump to a working charger, but pump still did not turn on, so customer switched to multiple daily injections for insulin delivery, accepted instructions for returning pump, and was provided with replacement pump along with guidance on setting it up and reconnecting continuous glucose monitor.